Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient presented to the emergency department and was hospitalized for the event (27 days prior to receipt of this report). The day after hospital admission, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5:at the time of this report, the patient has recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, the cloudy effluent was ongoing due to late purchase of antibiotics. Action taken with pd therapy was not reported. No additional information is available.